Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/9/2021 h.6. Investigation: a device history review was conducted for lot number 9346382. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. After reviewing the device submitted by the facility our team of engineers have observed that the luer returned with the device is not a bd product. Closer inspection of the luer was able to identify a significant deviation between the gaps in the threading of the and non-bd luer and bd manufactured products intended for use with this device. This deviation is significant enough to result in the leak observed at the facility. By replacing the luer with a bd manufactured luer, the submitted pegasus was able to pass functional leakage testing. Based on these observations our engineers have determined that the most likely root cause is related to the use of incompatible devices.

Event description:
It was reported that pegasus bl 22gax0.75in prn-cap y non-pvc was not able to be tightly connected. This occurred on 6 occasions. The following information was provided by the initial reporter: before the patient's puncture, when removing the heparin cap and the white end cap were connected to the vigo positive pressure connector, slip buckle appeared, which could not be tightly connected after repeated twisting, and slip buckle appeared in some products.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus bl 22gax0.75in prn-cap y non-pvc was not able to be tightly connected. This occurred on 6 occasions. The following information was provided by the initial reporter: before the patient's puncture, when removing the heparin cap and the white end cap were connected to the vigo positive pressure connector, slip buckle appeared, which could not be tightly connected after repeated twisting, and slip buckle appeared in some products.